Event description:
Complainant alleged that during routine testing, the device displayed a "status 90" message while attempting 100 joule selftest. There was no pt involvement during the reported malfunction.